Event description:
Reporter alleged the customer obtained discrepant blood glucose result of hi (over 600 mg/dl) and 509 mg/dl on the advantage system compared back to back with a result of 130 mg/dl on the professional system when testing was performed within 10 minutes. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.